Event description:
The customer reported that the device can't power on. No patient involvement was reported.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.